Event description:
It was reported, that diagnostics indicated, that the patient received the elective replacement indicator. It is unknown, if this occurred prematurely. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced. Therapy was restored post-op.